Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The g2 report source field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation and the customer's allegation could not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ezdilate balloon dilator (fw) 16-17-18 burst while dilating in the patient. This occurred during a therapeutic esophagogastroduodenoscopy (egd) esophageal dilation procedure. The procedure was completed with the same device. There was no patient harm associated with the event.